Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The alarm trace provided did not indicate any system issues. A general issue with the reagent was excluded as the repeat result and qc results were acceptable. An issue with sample quality such as clots, fibrin, or bubbles or an issue with the sample probe were likely causes. The sample probe was replaced and no further issues were reported.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low ureal urea/bun result for one patient sample. The initial result was 5.4 mmol/l. A new sample was drawn on 07/21/2017 and the result was 19 mmol/l. The first sample from the patient was then repeated and the results were 16.73 mmol/l and 16.62 mmol/l. Information concerning if the erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 238453. The expiration date was requested but was not provided. As a precautionary measure, the customer retested other patient samples tested around the same time frame and all results were acceptable.